Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water channel and the air/water cylinder of the gastrointestinal videoscope had white foreign material. Based on the results of the investigation, olympus confirmed the device had white foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use (IFU) which states: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the air/water channel and the air/water cylinder of the gastrointestinal videoscope had white foreign material. There were no reports of patient involvement.